Manufacturer narrative:
The pump was received, with a serial number label missing. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08725 inches. Successfully downloaded history files and traces using thus. Successfully uploaded pump to carelink. In further full review of the pump history/traces on the event date of (B)(6) 2024, there is no unexpected alarms/suspends. However, no delivery alarm/insulin flow blocked alarm was noted. Please see below, for the daily total of basal/bolus and all insulin delivered on the event date of (B)(6) 2024, listed on smartsolve. Daily total collection start time = 08/26/2024, 00:00:00.000; daily total of all insulin delivered = 23.8; daily total of basal insulin delivered = 6.2; daily total of bolus insulin delivered = 17.6. 08/26/2024, 00:31:27.000 , normal bolus delivered: bolus programming method = manual bolus; normal bolus amount programmed = 10; bolus amount delivered = 1.45. 08/26/2024, 00:32:58.000, normal bolus delivered: bolus programming method = manual bolus; normal bolus amount programmed = 2.6; bolus amount delivered = 0.15. 08/26/2024, 00:46:58.000, normal bolus delivered: bolus programming method = manual bolus; normal bolus amount programmed = 6; bolus amount delivered = 6. 08/26/2024, 02:17:02.000, normal bolus delivered: bolus programming method = manual bolus; normal bolus amount programmed = 10; bolus amount delivered = 10. On 08/26/2024, 00:31:27.000, normal bolus amount programmed = 10 u. However, no delivery alarm/insulin flow blocked alarm was noted. And bolus amount delivered = 1.45 u. On 08/26/2024, 00:32:58.000, normal bolus amount programmed = 2.6 u. However, no delivery alarm/insulin flow blocked alarm was noted. And bolus amount delivered = 0.15 u. The pump was programmed with multiple bolus deliveries. And all bolus delivered properly their indicated, amounts (at quick bolus speed). And were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. No unexpected no delivery alarm/insulin flow blocked alarm noted, during testing. There were no other unexpected pump error(s) alarm(s) noted, 1 week prior to the event date (B)(6) 2024 in the formatted history file. The pump was received, without a battery cap installed. The pump was received, without a battery installed. Test p-cap and reservoir locked properly into reservoir compartment, during testing. The following were noted, during visual inspection: a missing display window/cover, a cracked keypad overlay, a pillowing keypad overlay, a cracked battery tube threads, a scratched case and a cracked case-corner of belt clip rails near the battery tube compartment. Cosmetic damage was confirmed, at the serial number label of the pump, during analysis. The pump passed, all the required testing. Unable to verify, customer alleged for high bgs/dka. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced the serial number was worn off of the back of the pump. The customer reported blood glucose value of 500 mg/dl. The customer reported hyperglycemia, hyperglycemia, diabetic ketoacidosis, and diabetic ketoacidosis treated with hospitalization: overnight stay, IV insulin drip (intravenous insulin infusion), hospitalization: overnight stay, IV insulin drip (intravenous insulin infusion). Troubleshooting was identified. The event involved product(s) unomedical, mmt-332a, and mmt-1780kl. The customer was using the insulin pump system within 48 hours of the reported event. The customer was not using the auto mode/smartguard feature at the time of the event. The customer reported labeling issue. Product labels reported as missing, removed, worn, faded, or damaged following usage. No further patient complications were reported. The customer will continue to use the device, no product return is required for unomedical. The customer will continue to use the device, no product return is required for mmt-332a. The customer will discontinue to use the device, mmt-1780kl was requested and the customer response was the device will be returned.